Event description:
It was reported that the patient's right ventricular (rv) lead had failed to capture and was oversensing noise resulted in pacing inhibition. The lead was capped and replaced on 28 aug 2024. The patient was in stable condition.